Event description:
An attorney representing the estate of a consumer, reported that the consumer used thermacare pain relieving heatwrap in 2004 and experienced a second degree burn with subsequent necrosis. The consumer was hospitalized due to numerous conditions unrelated to product use. During customer's stay in the hospital and in a skilled nursing facility, the consumer received treatment related to the burn. The consumer was discharged from the hospital 12 days later and was discharged home from the skilled nrusing facility on 2 1/2 month later. The consumer's symptoms were evaluated and well healed on 6 months later. Due to other and unrelated medical conditions the consumer passed away about 2 months later.